Event description:
It was reported, that during a right idvt (idiopathic ventricular tachycardia) procedure, the physician felt that the lasso eco nav catheter did not deflect properly. It was also reported that one of the screws from the location pad of the carto 3 system came off. The reporter didn't know how this occurred but it was reported that the other three screws were lose. It was also reported that the ECG slave cable that was connected from the piu to the cardio lab was damaged. The connector came apart on the end that attaches to the piu. The reporter is requesting an overnight replacement guiding pin screw and bw-ge ic eg cable. Follow up on deflection issue was performed and the customer stated that the catheter deflected less than 90 degrees and that this issue was found prior to use on the patient. The case was completed without patient consequences. Based on the answers received by the deflection issue the event was not reportable. However on (B)(6) 2013, the product was received in the laboratory for analysis and it was found that the electrode ring #1 was damaged and also it was observed a white residue underneath making this event reportable. Based on the laboratory findings alert date changed to (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported, that during a right idvt (idiopathic ventricular tachycardia) procedure, the physician felt that the lasso eco nav catheter did not deflect properly. The product was received in the laboratory for analysis and it was found that the electrode ring #1 was damaged and also it was observed a white residue underneath. The case was completed without patient consequences. Upon receipt, the device was visually inspected and it was found that the ring #1 was dented and had white foreign material underneath. This condition was not originally reported by the customer. Foreign material was sent to ftir analysis in order to identify it. The results of the ftir analysis indicated that it was a representative spectrum of barium sulfate observed on it. It is unknown how the ring was damaged and the origin of the foreign material. Per the reported event, a deflection test was performed and the catheter passed all tests. The reported customer complaint about the deflection issue could not be confirmed. An internal corrective action was opened to address the foreign material issue. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis is completed. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4).